Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that for the past week to 10 days, when they tried to bolus, the handset lags at 90% for a long time. Boluses per day: 10. The agent reviewed data and walked the patient through deleting the data and the patient would call back if they need further assistance. While on the call the patient also stated last night when he tried to bolus he saw service code 518 (communication error). The agent reviewed and the patient stated they were able to restart and was able to bolus and had not seen the code since. The patient thinks the code presented due to the 90% lag and would monitor to see if the code comes back up. The patient would follow up with managing physician if the code persists.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.